Event description:
It was reported that noise was seen around the t-wave on the right ventricular (rv) lead and also at times during the atrial pace of the right atrial (ra) lead. The patient will continue to be monitored. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). 135503 cumulative lifetime a-sic counts observed. (B)(4).